Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-50 serial number: (B)(6). Batch/lot number: 7075867 model/catalog description: infinion cx lead kit, 50cm unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2317-50 serial number: (B)(6). Batch/lot number: 7075864 model/catalog description: infinion cx lead kit, 50cm unique identifier (UDI)#: (B)(4). Block b3: exact date unknown, event occurred two months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient experienced overstimulation, unwanted and inconsistent stimulation even when implantable pulse generator (ipg) was turned off and stimulation continued for a few months after ipg was turned off and lost charge. It was also noted that prior to the procedure the spinal cord stimulator (scs) leads showed impedances. The patient underwent a scs replacement procedure, was doing well postoperatively and the scs leads were disposed of by the facility.